Event description:
Discovered a broken filter on the oscillator circuit.noticed that we could not keep the mean airway pressures in the adequate range. Upon inspection of the circuit found the filter connection to the hfov was cracked and leaking. The therapist and I changed out the broken component and calibrated the machine. The machine was working fine when we left the patient.